Manufacturer narrative:
The cable is expected to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
Examination of the returned device was unable to confirm the customer's complaint of arterial pressure gradually attenuating. During evaluation, conductivity and resistance were tested by the supplier and the results support that the cable performed as expected with no failures were observed. It is unknown whether a specific circumstance or process played a role in the customer's experience as no fault could be found. The cable will be returned to the customer.

Event description:
It was reported that during use of a patient cable, the arterial pressure (ap) gradually attenuated; however, the details of the value(s) were unable to be obtained. When the event occurred, no error messages were observed. At the same time, the patient monitor displayed normal values regarding ECG and as well as other values; therefore, the customer surmised that the arterial pressure value was not reflective of the patient's status. The cable was replaced, which resolved the issue. There was no report of inappropriate treatment resulting from the suspect ap value. The suspect cable is a category of truwave cable which includes and an open-ended cable from the united states. However, the suspect cable is supplied by (B)(4) and only sold in (B)(4).